Event description:
It was reported that a malfunction occurred with the pump, described by the customer as generating a malfunction alarm with the code "malf 12." There was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose by administering a correction bolus via the pump, and there was no need for assistance from third parties. Technical support decided to replace the faulty pump as the customer had experienced similar malfunctions multiple times previously. The customer mentioned being in the process of obtaining a new pump, and there was no interest in an out-of-warranty loaner pump despite the current pump being out of warranty.